Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed signs of use. No discoloration or design irregularities could be found. Inspection of the luer-lock connector, the blue control cuff, and the connector did not reveal any irregularities. A leakage as well as inflation and deflation tests were performed with the returned device. The cuff was inflated with air and tested for leakages in a water quench. During the leakage test, it could be inflated and deflated easily, without any difficulty and did not show any leakages of the cuff inflation system. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges that "it was reported that during functional testing the cuff could not be inflated". There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The device involved in this complaint has been returned to the manufacturer, however the investigation of said device is still in pr ogress at the time of this report. At the conclusion of the investigation of the device, this report will be updated.

Event description:
Customer complaint alleges that "it was reported that during functional testing the cuff could not be inflated". There was no report of patient involvement.